Manufacturer narrative:
Patient - infection. Device - no known device problem. Method code: (B)(4) - actual device not evaluated. Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. However, a use review was conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Per the use review, the patient developed a superficial catheter site infection and was treated with antibiotics. No cultures were taken. The catheter had been in place for about 30 hours. No other risk factors for infection was reported. A literature article was reviewed (gurnaney et al. Ambulatory continuous peripheral nerve blocks in children and adolescents: a longitudinal 8-year single center study. Anesthesia & analgesia. Mar 2014; vol 118, no 3: 621-627). Limited information was provided regarding the use conditions during the infusions; therefore, it cannot be determined if the device was used in accordance with the instructions for use or if user/facility conditions may have caused or contributed to the event. Per the instructions for use (IFU), the on-q pump is intended to provide continuous delivery of medication (such as local anesthetics) to or around surgical wound sites and/or close proximity to nerves for preoperative, perioperative and postoperative regional anesthesia and/or pain management. Conclusions: although, we are unable to rule out the pump as a contributing factor to the reported incident of infection halyard is unable to determine the cause for the reported event. As there was limited information, it cannot be determined if the device was used according to the IFU nor if the user/facility conditions contributed to the event. The catheter used in the infusion was not a halyard catheter. A culture was not performed. The superficial infection was treated with oral antibiotics. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Please reference: 2026095-2015-00128/15-00325(b), 2026095-2015-00129/15-00325(c) and 2026095-2015-00130/15-00325(d). Fill volume: 400ml, flow rate: asku, procedure: asku, cathplace: asku. A literature review was conducted and an incident of infection was reported. The study reviewed was a longitudinal 8-year (jan 1, 2005 - dec 31, 2011) single center study that focused on ambulatory continuous peripheral nerve blocks (cpnbs) used post-orthopedic surgery in pediatric patients. The pumps were connected in the pacu. Infusion rate was based on location of the catheter and patient's weight. The patient developed a superficial infection, which was treated with oral antibiotics. Additional information was received on 04/09/2015. The infection was observed on postoperative day 1. The catheter had been in place for approximately 30 hours.